Event description:
It was reported that multiple cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 110 mg/dl. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that an occlusion alarm occurred. Prior to the report with tandem technical support, the customer reloaded the same cartridge to address the occlusion.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.